Event description:
A us dist returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery would not charge or power on a monitor. Upon eval, the battery has a low output voltage of 1.24 v. The cause of the inability to charge or power a monitor is the low output voltage. The cause of the low output voltage is defective cells. No adverse event resulted from the defective battery pack.